Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, she had cataract surgery for her right eye three weeks ago and for her left eye five to six weeks ago, after the surgery, the patient experienced huge halos in both the eyes. The patient stated that, she can see perfectly inside but she cannot read any signs. The consumer also stated that, she has an appointment with her surgeon, and wants to discuss it further with her physician. Hence she denied to provide her contact details. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this patient. This report is for the left eye.